Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device expiration date is unknown. Cement part of the kit was implanted on (B)(6) 2016 and has not been explanted. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the cement of a vertecem v+ cement kit needed twenty (20) minutes until it was possible to start working with it during surgery on (B)(6) 2016. No information about patient outcome. The surgery was prolonged by twenty (20) minutes. This report is for one (1) cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). A device history record review was performed on part: 07.702.016s, lot: 5e53130: manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 09-sep-2015, expiry date: 31-may-2018. One non conformance report (ncr) was documented in manufacturing documents - data loggers were incorrectly returned to depuy synthes by the logistic company due to inadequate delivery specifications. This non-conformance is not relevant to the complaint condition. Further review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As there were no devices returned at investigational site and the complaint description was short with not enough information it is not possible to find out what exactly the problem was. Therefore only assumptions can be made. For example: temperature is a key parameter that has an effect on the curing time. Another parameter is the mixing ratio (e.g. Only a portion of the liquid component is being used). As mentioned above, the specific parameters are unknown and therefore it is not feasible to make a clear statement about this complaint. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.